Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-02782, #3005099803-2011-02784, and #3005099803-2011-02785 for a description of the other devices. This report is for the second device. It was reported to boston scientific corporation that four excelon transbronchial aspiration needle (tban) device were used during a transbronchial needle aspiration procedure performed in the lungs to obtain a biopsy sample. According to the complainant, during the procedure, the needle of two 19ga tban devices came out of the scope bent. The needle on two additional 20ga tban devices also came out of the scope bent. A third 20ga tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The initial report of the needle being bent was not confirmed; the needle was not found to be bent. A visual evaluation was performed on the returned excelon transbronchial aspiration needle device. The needle was found to be protruding through sheath near the distal end. The sheath was also kinked approximately 3cm from the tip of the needle, and the strain relief was detached from handle. A functional evaluation was performed; the needle was functional and could be extended and retracted. The most probable root cause of the issues found is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-02782, #3005099803-2011-02784, and #3005099803-2011-02785 for a description of the other devices. This report is for the second device. It was reported to boston scientific corporation that four excelon transbronchial aspiration needle (tban) device were used during a transbronchial needle aspiration procedure performed in the lungs to obtain a biopsy sample. According to the complainant, during the procedure, the needle of two 19ga tban devices came out of the scope bent. The needle on two additional 20ga tban devices also came out of the scope bent. A third 20ga tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.